Event description:
It was reported via repair work order that the footend brakes were not engaging due to broken casters. No adverse consequence or clinically relevant delay in treatment was reported.